Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance and a polarity switch was noted on the right atrial (ra) lead and high impedance and a polarity switch was noted on the right ventricular (rv) lead. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.